Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been on the insulin pump for 10 years and this is the first time the issue occurred. Customer inserted a new infusion set last night and this morning, he woke up with a blood glucose of 445 mg/dl. Customer treated with a manual injection and changed the set. Customer stated that it seemed like the needle did not come out. Customer stated that he was not sure if the infusion set was fully inserted in his body. Customer stated that the pump has been working fine. Customer did not notice any needle break and stated that the infusion set went in fine. Customer had pain from insertion this morning but there was no pain from the insertion from last night. Customer declined troubleshooting.